Event description:
Patient underwent a cardiac catheterization. The physician attempted to use an angioseal to close the artery opening. Angioseal locking mechanism failed to engage. Staff do not know why this occurred. Another device was obtained and the artery was closed. There was additional procedural time for the patient, but no harm. The staff using this device are experienced in using this device. The manufacturer rep was present during the case and also did not know why the device would not engage.====================== manufacturer response for angioseal sts plus platform 6f, (brand not provided) (per site reporter) ====================== will evaluate and send report